Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a spiro where it was reported the device leaked. There was patient involvement, but no patient harm or delay in therapy reported.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photos received. However, without the return of the sample, a comprehensive review cannot be performed, and the probable cause is unknown. No lot received for a device history review (DHR) review. D9 - device available for evaluation: no.